Event description:
The reporter contacted animas on (B)(6) 2012, stating that the patient had passed away and the reporter was not sure what to do with the pump. The reporter stated that the patient was living in an assisted living facility and had a fall, hit her head and shoulder, the patient had a seizure and a low blood glucose to 31 mg/dl; the reporter indicated that the head trauma had caused some brain damage. The reporter stated that the patient was hospitalized and found that the patient also had pneumonia, but the reporter was unsure of when it began. The reporter stated that the patient was transferred to hospice care several days later where the patient passed away. The reporter indicated that it was unclear why the patient experienced the low blood glucose, but the reporter did not feel the pump was to be implicated in the death. The reporter did not have the death certificate at the time and was unsure what would be listed as the cause of death. This report is made based on indication that the patient passed away days after experiencing a hypoglycemic event and the pump could not be ruled out as a possible cause or contributor to the patient's demise.

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy and found to be delivering within required specifications. No alarms occurred during testing. Pump found to be operating within required specifications and delivery accuracy. The pump was suspended; the pump gave the appropriate audio and visual suspend alert. The cartridge was not returned. A retained sample was pulled for investigation. A visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow up #2 submitted: (B)(4) 2013. The insulin cartridge was returned and evaluated by product analysis with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The supplemental follow up that was submitted on (B)(4) 2013 marked as follow up #3 should have been follow up #2.